Event description:
It was reported that, "as the guide was being tightened down the nut broke off. It did not cause a delay in case or interfere with the pt outcome. The nut always seems "sticky" with all three of my sets."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.